Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient. Brand name: intellis; product ID 97745ac (serial: unknown); product type: ac power supply medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were having trouble with the controller taking a charge for the past 4 days. Patient stated they would usually recharge the controller over night, then in the morning and the controller would be at 100%, but the other day they woke up and noticed the controller wasn't charging - the green light wasn't blinking, and was only at 70%. Patient said they tried different things, and sometimes when they turned the controller upside down it would start to charge, but other times wouldn't. Patient also said they would reset the controller by removing the battery pack, and one time when they did that the controller gave them a "zitzing" sound. Patient services specialist (pss) had patient check for damage to ac power cord/plug and controller connection pins, but patient did not see any, and confirmed the green light came on ac power when plugged into outlet. Patient plugged controller into ac power supply without battery pack, and reported the controller wouldn't power on. Patient confirmed green light on ac power was indeed on. The issue was not resolved. A replacement controller and ac power cord were sent out.